Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, steerable guide catheter was inserted into septum. While insertion of guidewire, air bubbles were observed in left atrium through right coronary angiogram. Patient had st elevation. Air was aspirated out through thrombectomy device. The mr was decreased to grade 1 post procedure. There was no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported air embolism. The reported st elevation appears to be related to the air embolism. Air embolism and st elevation are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance as air was aspirated out through thrombectomy device. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, steerable guide catheter was inserted into septum. While insertion of guidewire, air bubbles were observed in left atrium through right coronary angiogram. Patient had st elevation. Air was aspirated out through thrombectomy device. The mr was decreased to grade 1 post procedure. There was no clinically significant delay reported. No additional information was provided.